Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after completion of ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube and valves were was placed to resolve the pneumothorax and the patient was discharged home.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax approximately 30 mins after the procedure in the recovery room. A chest tube and valves were placed to resolve the pneumothorax. The lesion biopsied was "1.3x1.1x1.2" in size and located in the right middle lobe. The distance to pleura was 1.1 mm from proximal edge of lesion. The patient was hospitalized for observation. The patient was discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.